Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned an (B)(6) male patient. Medical history included high blood pressure and parkinson's disease. Concomitant medications included an unspecified medication for high blood pressure and unspecified medication for the treatment of parkinson's disease. The patient received human insulin (rdna origin) (humulin r) cartridge via reusable pen (humapen ergo ii) for the treatment of diabetes mellitus. Dosage regimen, route of administration and start date were not reported. Sometime while taking insulin human, he experienced that his blood glucose was not controlled well and he was hospitalized. Entrance, discharge date and laboratory test results were not provided. Due physician advice, the patient was change to insulin lispro (rdna origin) (humalog) cartridge via reusable pen (humapen ergo ii) 10 units trice a day for the treatment of diabetes mellitus. Route of administration and start date were not provided.on (B)(6) 2019, during the night, he experienced a problem with the humapen ergo ii and could not inject his insulin lispro ((B)(4), batch 1312d01). Priming was not done before each injection but would see dose returned to zero unit. Further details including corrective treatment were not provided. The outcome for the events were unknown. Human insulin was discontinued and it was unknown if it would be restarted. Insulin lispro status was not provided. The user of the humanpen ergo ii and his training status was not provided. The humapen ergo ii model and suspect humapen ergo ii duration of use were not provided. The action taken and the return status of the suspect device were not known. The reporting consumer did not know if the event of blood glucose was uncontrolled well was related to the human insulin treatment, or the event of drug dose omission to insulin lispro treatment. The reporting consumer did not provide an assessment of relatedness between the events and the humapen ergo ii. Edit feb. 27, 2019: updated medwatch and (B)(4) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned an 82-year-old asian male patient. Medical history included high blood pressure and parkinson's disease. Concomitant medications included an unspecified medication for high blood pressure and unspecified medication for the treatment of parkinson's disease. The patient received human insulin (rdna origin) (humulin r) cartridge via reusable pen (humapen ergo ii) for the treatment of diabetes mellitus. Dosage regimen, route of administration and start date were not reported. Sometime while taking insulin human, he experienced that his blood glucose was not controlled well and he was hospitalized. Entrance, discharge date and laboratory test results were not provided. Due physician advice, the patient was change to insulin lispro (rdna origin) (humalog) cartridge via reusable pen (humapen ergo ii) 10 units trice a day for the treatment of diabetes mellitus. Route of administration and start date were not provided. On (B)(6) 2019, during the night, he experienced a problem with the humapen ergo ii and could not inject his insulin lispro; further described, the injection button of his humapen ergo ii device slid down to the end without clicking sounds during the injection and no insulin ejected (B)(4), batch: 1312d01). Priming was not done before each injection but would see dose returned to zero unit. Further event details including corrective treatment were not provided. The outcome for the events were unknown. Human insulin was discontinued and it was unknown if it would be restarted. Insulin lispro status was not provided. The user of the humapen ergo ii and his training status was not provided. The humapen ergo ii model and suspect humapen ergo ii duration of use were not provided. It was noted the suspect humapen ergo ii device associated with product complaint: (B)(4)received trouble shooting; the device issue was solved and the device was not returned to the manufacturer. The reporting consumer did not know if the event of blood glucose was uncontrolled well was related to the human insulin treatment, or the event of drug dose omission to insulin lispro treatment. The reporting consumer noted the patient did not administered lispro dose because the injection pen had a problem and did not provide an assessment of relatedness between the remaining event and the humapen ergo ii. Edit 27feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 28feb2019: as determined causality amended to match car. Update 20mar2019: additional information received on 20mar2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and malfunction from unknown to no. Added date of manufacturer for the suspect humapen ergo ii device associated with product complaint: (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Upon review, updated the device relatedness statement within the narrative to capture the relatedness of the drug dose omission to the humapen ergo ii device.

Manufacturer narrative:
Event narrative field: new, updated and corrected information is referenced within the update statements in event. Please refer to update statement dated 20mar2019 in the event field. No further follow-up is planned. Evaluation summary: a relative of a male patient reported that the injection button of his humapen ergo ii device "slid down to the end without clicking sounds during the injection and no insulin ejected." He experienced inadequate diabetes mellitus control. The device was not returned for investigation (batch: 1312d01, manufactured december 2013). The pen was checked by a diabetes educator; the issue was solved, and the pen was working normally. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient did not prime his pen. The core user manual instructs the patient to prime the device using 2 units before every injection until insulin is seen at the needle tip. There is evidence of improper use. The patient did not prime the device. This may be relevant to the event of inadequate diabetes mellitus control.